Event description:
The user facility reported that during a latissimus dorsi (lat) surgery, the users experienced a complete loss of image. The procedure was completed using a different but similar telescope. There was no pt injury reported.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for evaluation. The evaluation was able to confirm the user's report of image difficulty. The image was found to be flickering and distorted. There were multiple dents on the outer tube of the telescope, and the optical system lens and distal end cover glass was cracked. The image difficulty was isolated to a damaged r-unit, which was likely damaged due to an impact sustained on the outer tube of the telescope. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.